Event description:
Information was received from a consumer regarding a patient previously receiving morphine and then something else concentration and dose unknown by the reporter) via an implanted pump. The indication for pump use was failed back surgery syndrome, degenerative disc disease, and spinal pain. On (B)(6) 2016 it was reported that the patient's pump was empty and she was in terrible pain. The patient had moved to another state and was unable to find a physician. The pump had been empty for 2 years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.